Event description:
The hcp reported the pt was admitted to the hosp unresponsive to anything but sharp pain. A baclofen overdose was reported. A bolus of 330mcg had been given which worked well. The parents requested a bolus to be given each day, but the physician felt this would not be appropriate and, instead, increased the dose 20% per day. A catheter dye study was done and the catheter was determined to be okay. The baclofen was decreased 20% to 12.10 mcg/day. The pt is reported to be recovering and opening their eyes. A follow up report will be sent when additional info is received.